Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 7:30 am with a high blood glucose level of 444 mg/dl. The customer was treated for their blood glucose with manual injections. The customer was discontented from the insulin pump while they were hospitalized. The customer stated that they were not receiving insulin form the device. The customer was advised to change the reservoir and infusion set. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. The customer did not return the product back for analysis.